Event description:
The customer reported to olympus that the single use electrosurgical knife tips fell off. The event occurred during a therapeutic gastric endoscopic submucosal dissection procedure. It was reported the procedure was successfully completed using the same device and the fallen parts were recovered. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection due to the broken cutting knife part not being sent to the legal manufacturer for inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.